Event description:
It was reported when an asymptomatic patient presented to operating room for device changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 38.4-38.7cm and 39.2-39.3cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 8.4-10.6cm from the distal tip. Internal insulation abrasion was noted at 8.8-9.9cm and 31.9-32.2cm from the distal tip. The etfe coating was intact at these locations.